Event description:
According to the customer, on (B)(6) 2022 she was walking with her rollator when 'the front right wheel fell off', the customer fell to the floor, and she hit her 'head on a china cabinet on the way down'. The customer reported she had a 'gash' on her 'hand, eyebrow, and the top of her head' requiring her to go to the hospital.

Manufacturer narrative:
According to the customer, on (B)(6) 2022 she was walking with her rollator when 'the front right wheel fell off', the customer fell to the floor, and she hit her 'head on a china cabinet on the way down'. The customer reported she had a 'gash' on her 'hand, eyebrow, and the top of her head' requiring her to go to the hospital. The customer reported the hospital gave her prescription pain medication 'hydrocodone', performed a CT scan of her head and neck, then transferred her to another hospital the following day for an MRI. The customer reported all the diagnostic tests were 'negative' and she was sent home sunday (B)(6) 2022. The customer reported she was prescribed an 'antibiotic ointment' for her hand at her follow up visit a few days after being discharged. The sample is available but has not been returned for evaluation at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.